Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer was not dispatched to the customer site. Based on the information available on this issue, no further conclusion about this incident can be drawn at this time.

Event description:
Discordant advia (B)(6) results were obtained and reported on 1 sample. The results were questioned by the physician. The sample was rerun and a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant advia (B)(6) results.